Manufacturer narrative:
This product is registered as a combination product. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient had presented with high out of range pacing impedance and high capture threshold on the right ventricular lead since (B)(6) 2020. The lead was capped and replaced on (B)(6) 2021. Patient was stable after the procedure.